Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that, per the manufacturer representative, a second physician recharge mode was required to bring the patient¿s ins out of overdischarge. The manufacturer representative provided additional information indicating that overdischarge was confirmed. The cause of the overdischarge and associated failure to communicate and recharge was determined to be an extended period of more than 50 days without charging related to a recent family move and caregiving challenges. The device was successfully brought out of overdischarge and charging was restarted until the neurostimulator reached 25% and was turned on. The family continued charging through the evening and was later confirmed by the family to have reached 100%. The patient's representative confirmed that the issue has been resolved with plans to maintain regular charging. The information was confirmed and provided by the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  patient can't charge the implant for the last 2 weeks. Representative tried to interrogate the implant with the recharger, but it kept searching and searching for too long. Representative used the antenna locator feature and got values from 56 to 98. Representative waited 10 seconds and tried again, but the same thing happened. Technical services had representative start a physician recharge session with the implant, and representative got a yellow amber light on the communicator. Representative said patient hasn't charged the implant in 1-2 months. Technical services suggested possible over discharge. Representative mentioned patient has dystonic spasms, which is a normal symptom of not having therapy. Patient has cerebral palsy and dystonic posturing. Representative ordered 4 boxes of adhesive discs for patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.